Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 28.july.2021: lot 2002755: (B)(4) items manufactured and released on 23-06-2020. Expiration date: 2025-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event. Additional implant involved: gmk-sphere 02.12.0005l femoral component sphere cemented size 5 l (k121416) lot. 1907905. Batch review performed by medacta regulatory affairs department on 28.july.2021: lot 1907905: (B)(4) items manufactured and released on 28-11-2019. Expiration date: 2024-11-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event. Additional implant involved: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot. 2002936 batch review performed by medacta regulatory affairs department on 28.july.2021: lot 2002936: (B)(4) items manufactured and released on 17-07-2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
5 months after the last revision surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components, performed a washout and implanted the patient with new permanent hardware. This is the 2nd revision surgery performed due to infection, previously on (B)(6) 2021, the surgeon revised the insert. The primary surgery was performed on (B)(6) 2020.